Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intervention in spite of receiving normal blood glucose results. The consumer stated that he has never control solution tested ever to determine the integrity of his blood glucose test strips. The consumer was educated on these directions for use at the time of call. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval because, this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.